Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump malfunctioned and bolus was given that was not in the program during infusion in the third surgical care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "pump malfunctioned and bolus was given that was not in the program" was not reproduced. The review of the history log revealed on the last day of customer use, (B)(6) 2024, six bolus doses were programmed by the user and ran to completion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.